Event description:
It was reported that a patient presented with dislodgement of the right ventricular lead, resulting in over-sensing. This was confirmed with x-ray imaging. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Event description:
New information received notes that far p over-sensing was noted due to the dislodgement